Event description:
It was reported that, following a tvt procedure, the pt developed swelling and redness of the abdominal wall. The pt was admitted to the hospital and started on antibiotics. The pt then started leaking urine from the incision on the right. The surgeon had noted no bladder perforations after the needles were passed during the procedure. The pt had been on oral keflex. Repeat cystoscopy revealed a small hole on the right side of the bladder near the bladder neck. There was no bleeding noted. The surgeon took the pt back to the or where he dissected from the right abdominal incision to the bladder. He repaired the perforation and removed approximately 3cm of tape. The tape was repositoned away from the repaired area. The pt is reported to have fully recovered.